Event description:
It was reported that an ilet pump issued repeated ¿restart ilet (41)¿ and ¿unable to proceed¿ alerts during a cartridge and tubing change, with the caregiver noting punctured cartridges and the device identifying an insulin shaft rewind error; a replacement device was arranged, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and mother, analysis of user-provided information, and review of device use. Investigation of this case revealed a usage problem, characterized as a misassembly-related malfunction, associated with the screw component. It was concluded, based on previously established findings for similar reports, that the cause was reasonably foreseeable misuse.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.